Event description:
External part of pcvc catheter found to be detached from injection hub. Catheter's external end was "open" but no retrograde bleeding noted. Catheter discontinued. No adverse effect other than loss of central IV access. New pcvc inserted later the same day without difficulty.